Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultra2 meter displayed an "ER 2" message. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on the morning of (B)(6) 2011. The cca was advised the patient manages her diabetes with oral medication (type not specified). The patient continued to take her usual dose of medication (500 mg 2x daily). The patient did not specify symptoms developed. On the day of the alleged issue, the patient stated she went to the emergency room (ER) and obtained a blood glucose result on the ER/hospital meter. The patient did not specify results obtained from the other device. The patient was administered insulin (type/ amount not specified) as treatment. At the time of troubleshooting, the cca noted there was no misuse of the subject meter. The cca walked the patient through a retest to resolve the alleged issue. This complaint is being reported because the patient allegedly received medical intervention from a health care professional (hcp) after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k053529.